Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("persistent bleeding/abnormal bleeding(general)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included numbness and tingling. Concomitant products included ibuprofen (motrin), nuvaring since (B)(6) 2012 and oxycocet (percocet). In (B)(6) 2012, the patient experienced dermatitis allergic ("rash/allergic or hypersensitivity reaction: rash/hives"), urinary tract disorder ("urinary problems/bladder or urinary problems or changes"), bladder disorder ("bladder changes/problem/bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and urticaria ("rash/allergic or hypersensitivity reaction: rash/hives"). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced vaginal discharge ("vaginal discharge") and nausea ("nausea/nausea"). On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pain/pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and nervous system disorder ("neurological conditions or problems"). The patient was treated with surgery (hysterectomy partial). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, pelvic pain, vaginal discharge, dermatitis allergic, nausea, urinary tract disorder, bladder disorder, vaginal haemorrhage, menorrhagia and urticaria had not resolved and the nervous system disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dermatitis allergic, genital haemorrhage, menorrhagia, nausea, nervous system disorder, pelvic pain, urinary tract disorder, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Most recent follow-up information incorporated above includes: on 12-oct-2018: pfs received. Outcome of event pain, vaginal discharge, nausea, abnormal bleeding (vaginal, menorrhagia), rashes, hives, bladder or urinary problem were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("persistent bleeding/abnormal bleeding(general)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included numbness and tingling. Concomitant products included ibuprofen (motrin), nuvaring since (B)(6) 2012 and oxycocet (percocet). In 2012, the patient experienced dermatitis allergic ("rash/allergic or hypersensitivity reaction: rash/hives"), urinary tract disorder ("urinary problems/bladder or urinary problems or changes"), bladder disorder ("bladder changes/problem/bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and urticaria ("rash/allergic or hypersensitivity reaction: rash/hives"). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced vaginal discharge ("vaginal discharge") and nausea ("nausea/nausea"). On (B)(6) 2014, the patient experienced pelvic pain ("pain/pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and nervous system disorder ("neurological conditions or problems"). The patient was treated with surgery (hysterectomy partial). Essure was removed. At the time of the report, the abdominal pain, pelvic pain, vaginal discharge, dermatitis allergic, nausea, urinary tract disorder, bladder disorder, nervous system disorder, vaginal haemorrhage, menorrhagia and urticaria outcome was unknown and the genital haemorrhage had not resolved. The reporter considered abdominal pain, bladder disorder, dermatitis allergic, genital haemorrhage, menorrhagia, nausea, nervous system disorder, pelvic pain, urinary tract disorder, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Most recent follow-up information incorporated above includes: on 1-jun-2018: pfs received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), abdominal pain were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.